Manufacturer narrative:
Patient history of pump disconnect, driveline damage, and percutaneous lead repair mentioned in investigation was previously reported under MFR # 2916596-2019-01514. Approximate age of device ¿ 5 years (the age is calculated from the date of implant to the event date). Manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular assist system confirmed internal driveline wire damage that could have contributed to the pump stop events captured in the submitted log files from MFR # 2916596-2019-01514. The pump was returned assembled with the driveline (dl) cut approximately 6¿ from the pump housing and the distal portion of the dl was returned measuring approximately 28¿. Evidence of a previous driveline repair was observed. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, outflow graft bend relief, and bend relief collar were not returned. Outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of heartmate ii left ventricular assist system also revealed no evidence of depositions or thrombus formations. The driveline segments of the returned pump were tested for electrical continuity in the condition that they were received and did not reveal any discontinuities. The silicone jacket and clear bionate appeared unremarkable. Shield breakdown was observed at approximately 25¿ from the metal connector. Breaches to the yellow, black and brown wires were observed approximately 25¿ from the metal connector. An additional breach was observed on the green wire at approximately 26¿ from the metal connector. These breaches appeared consistent with wire fatigue and abrasion against the metal braided shield. The remaining wires appeared unremarkable and were submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The test did not reveal any additional breaches. If the exposed conductors of any of the compromised wire contacted the braided shield while the system was connected to a tethered power source (such as the power module) using a grounded patient cable, the resulting electrical short to ground would have contributed to the pump stop events while supported by the power module captured in the submitted log files in MFR # 2916596-2019-01514. In addition, a phase-to-phase short, would potentially occur if the exposed conductors of any two wires from different phases made direct contact with each other or simultaneous contact with the braided shield while operating on battery power or on a tethered power source (such as the power module) using a grounded or ungrounded patient cable. The heartmate ii lvas IFU addresses pump speed, power, flow, and pulsatility index. This IFU outlines the indications of percutaneous lead damage, as well as how to respond to such events. The ¿alarms and troubleshooting¿ section outlines all system controller alarms, as well as how to respond to such events. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This handbook contains important warnings related to pump stops. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient underwent a heart transplant. Additional information was requested but not provided.